Manufacturer narrative:
Additional pro-code: hrx. Part returned. A review of the device history record. Device history lot. Part # 314.743. Synthes lot number: 9961622. Supplier lot number: (B)(4). Manufacturing site: synthes (B)(4). Release to warehouse date: 09-mar-2016. Supplier: (B)(6). No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary background: updated event description: it was reported that on (B)(6) 2019, during an unknown procedure, the tip of the drive shaft for use with ria was noticed to be broke and unable to use. It appears the tip broke off, resulting in the reamer irrigator aspirator (ria) reamers to not fit correctly. It was further reported that they had extra ria driver shaft in their ria set. So, the surgery was not delayed. Procedure outcome and patient status are unknown. Concomitant device reported: unk - reamers: trauma (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, lot 9961622) was received with the coupler distal tip broken off. The broken off distal tip fragment(s) were not received and are missing. The shaft was also observed to be bent. No other issues were identified with the returned components of the device. The device failure/defect of broken tip and bent shaft was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly ria: 314_741 rev l/m. Drive shaft ria: 314.741, 1.2 rev b. Dco (B)(4) updated the assembly drawing (314_741) on (B)(6) 2016 to include UDI and country of origin etching on the device and dispositioned inventory and in process devices as ¿use as is.¿ thus, it is determined that the device was manufactured to revision l, prior to the addition of the additional etching. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the drive shaft-minimum 520mm length-for use with ria (p/n 314.743 lot 9961622) as the coupler distal tip was broken off. The broken off distal tip fragment(s) were not received and are missing. The shaft was also observed to be bent. While no definitive root cause could be determined it is possible that the device encountered unintended/excessive forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the tip of the drive shaft for use with ria was discovered broken and unable to be use. It appears the tip broke off, resulting in the reamer irrigator aspirator (ria) reamers to not fit correctly. It was further reported that they had extra ria driver shaft in their ria set. So, the surgery was not delayed. Procedure outcome and patient status are unknown. Concomitant device reported: unk - reamers: trauma (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).